Manufacturer narrative:
Returned meter (B)(4) was investigated with retained test strips. The returned meter powered on with button press and strip insertion. No new issues were observed. The meter performed according to normal specifications. The complaint is not confirmed.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
A customer reported their freestyle freedom meter turns on with button but not with test strip and as a result of being unable to test, he experienced dizziness and polyuria with subsequent loss of consciousness. Although the customer reported being treated by paramedics and being at the (B)(6) hospital, the customer was unable to describe the treatment received and denied being transported to a hospital via paramedics. The customer reportedly self-treated with brown sugar, orange and carrot juice to counteract the event. There was no report of death or permanent impairment associated with this medical event.